Manufacturer narrative:
Additional information was received that a temporary trial lead, infinion 1 x 16 50 cm lead, was used. No further information could be obtained.

Event description:
A report was received that during a trial procedure, the patient experienced bleeding from the introducer needle secondary to over-the-counter nsaids, which was assessed as mild in severity. The bleeding was aspirated, the procedure was aborted, and the area was bandaged with a pressure dressing. The physician assessed that the event was related to the procedure and not related to the stimulation or device.

Event description:
A report was received that during a trial procedure, the patient experienced bleeding from the introducer needle secondary to over-the-counter nsaids, which was assessed as mild in severity. The bleeding was aspirated, the procedure was aborted, and the area was bandaged with a pressure dressing. The physician assessed that the event was related to the procedure and not related to the stimulation or device.

Event description:
A report was received that during a trial procedure, the patient experienced bleeding from the introducer needle secondary to over the counter nsaids, which was assessed as mild in severity. The physician assessed that the event was related to the procedure and not related to the stimulation or device.